Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism broke on the bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: "the safety mechanism snapped on insertion."

Event description:
It was reported that the safety mechanism broke on the bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter: "the safety mechanism snapped on insertion."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 13-jul-2022. H6: investigation summary: our quality engineer inspected the 10 samples submitted for evaluation. The reported issues of needle missing and shield damaged / defective were not confirmed upon inspection and testing of the samples. All the samples received had all their components. The samples also underwent pull testing, and all samples were within manufacturing specifications. Bd cannot determine a manufacturing root cause since the reported defects were not confirmed. A device history record review showed no non-conformances associated with this issue during the production of this batch.